Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire stent retriever experienced resistance during delivery. It was difficult to insert the device into the proximal segment of the microcatheter. The blood vessel was noted to be tortuous. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an ischemic cerebral infarction located in the middle cerebral artery. The patient had been treated with tpa. One pass was made with the device. The patient¿s vessel tortuosity was moderate. Ancillary devices include a 7f roadmaster guide catheter, 5f sofia flow catheter, trevo track 21 microcatheter, and chikai guidewire.

Event description:
Additional information was received. No damages could be observed on the catheter or stent. A continuous saline flush was administered. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.